Manufacturer narrative:
Upon further investigation, it was found that the material number was different than originally reported. The affected material number is from FDA product code fcw. A review of previous complaints revealed there has never been a death or serious injury related to the reported malfunction; therefore, we have determined that this event is not reportable. If any additional information becomes available at a later time, we will reassess the reportability of this event. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction in section d leading device. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during a laparoscopic hernia repair surgery, the optical fiber suddenly failed to light up. Unable to perform surgery normally. On-site engineer inspection confirmed failure of the endoscope's internal lamp bulb, causing fiber optic light failure." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).